Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "burning", "pain", and that the implant is "flat" and almost "empty." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, calcification and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified a striated edge opening in the radius side, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Patient reported right side "burning", "pain", and that the implant is "flat" and almost "empty." The device has been explanted.